Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump powered off overnight and she awoke to find the pump did not have power. The patient confirmed that the display screen was blank and there were no audible tones or vibrations. The patient denied damage to the battery compartment or cap, and confirmed that the battery cap was appropriately secured to the pump. The patient denied moisture in the battery compartment. The battery cap is reportedly original to the pump from (B)(4) 2012. The user guide instructs the user to change the battery cap every three to six months. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.